Event description:
It was reported that the device exhibited error code 1310. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; error code 1310 was found after power up which is a generic error code and is caused by storing the pump for extended period of time with the batteries installed. It was deemed safe to use the pump for infusion therapy if the batteries are replaced. The root cause was determined to be user related. The error code was cleared. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.